Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was taken to surgery as the surgeon intended to add another lead to the patient's system on (B)(6) 2015. However, the surgeon was unable to place the lead due to scar tissue and the procedure was abandoned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving effective stimulation. Surgical intervention is planned to address the issue.